Manufacturer narrative:
Operator of device is is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had delivered inaccurate volume of medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information was received by the manufacturer on 04-oct-2022 via email and attached in the complaint object: no patient involvement was recorded regarding the associated complaint. Any error and/or failure occurred during testing only.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the battery compartment cracked and tamper seals removed. There was no evidence of the error recorded in the event history log. The customer reported problem was not verified. Running three accuracy tests, the pump was found to be within the manufacturing specifications. No repair was needed for accuracy. No fault was found with the device. No root cause was determined for the reported problem as the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously.